Event description:
It was reported that (6) devices were used during a laparoscopic nissen. It was reported by the rep that the lcsc5 blades were used with a hp052 and toned out. A new lcsc5 from another lot number was used to complete the case. There was no consequence to the pt. Only (1) of the (6) involved is being returned.